Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Concomitant medical products: 250cc mentor memorygel breast implant, catalog #3502501bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female who underwent breast augmentation with a 275cc mentor memorygel breast implant experienced left sided rupture post procedure. The patient felt a lump, and rupture was demonstrated through mammography and ultrasound. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on (B)(6) 2020. During the explant surgery, the device initially reported as ruptured, was confirmed to be intact. Imaging examinations had indicated the presence of extracapsular silicone that was stated to be palpable. H6 has been updated to indicate the presence of a palpable mass without a device issue. 1. Is product problem-uncheck reason for device explant and/or reoperation: breast lumps manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient was scheduled to undergo explantation on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on july 31, 2020. The explant date was updated to (B)(6)2020. Manufacturer¿s reference number: (B)(4).